Event description:
It was reported that multiple catheters with bent tips were mixed in the 53812g box. So patient bought one actual product to the hospital and it was unknown whether it was a defective product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual inspection noted received 1 magic 3 go in opening packaging. No sharps or flashes were present. Catheter was bent. Therefore, product does not meet specification. Although an exact root cause could not be determined, a potential root cause could be operator error. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged. Always wash hands prior to use. Open the catheter package by peeling the tab upwards with the aid of the finger hole. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. Clean the opening to the urethra- and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6" from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that multiple catheters with bent tips were mixed in the 53812g box. So patient bought one actual product to the hospital and it was unknown whether it was a defective product.